Event description:
On (B)(6) 2006, the patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, an additional procedure was performed whereby an aortic extender component was implanted to treat an unspecified endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure. In (B)(6) 2011 (exact date unk), a computed tomography angiogram revealed an unspecified endoleak, distal aneurysm progression, and aneurysm growth of an unknown amount. On (B)(6) 2011, an aortic extender component and an iliac extender component were implanted to treat the endoleak and disease progression. The patient tolerated the procedure. On (B)(6) 2012, an aortic extender component was implanted. Additional information has been requested.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxt261418/03577280, pxc201000/04387829, pxa260300/8370874, pxa260300/8589685, and pxl161407/8762650. Please note: the (B)(4) 2011 intervention was previously reported under medwatch # 2953161-2011-00037. The (B)(4) 2011 intervention was previously reported under medwatch # 2953161-2012-00088.